Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter has a broken display. The patient's diabetes is managed with self adjusting insulin. The display was broken on (B)(6) 2010. The patient did not alter his diabetes managed as a result of the product issue. The patient reportedly felt tired several hours after the issue began. There was no allegation of treatment for severe hypoglycemia or hyperglycemia. According to the troubleshooting performed with customer service, broken display issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported as a malfunction due the alleged display issue. However, there is no evidence that the patient suffered a serious injury due to the product issue. The patient's symptom did not meet the criteria of a serious injury. In addition, the patient did not receive any medical intervention to suggest hypoglycemia or hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #082590.

Event description:
A patient reported blood glucose results of '163 mg/dl' and '244 mg/dl' with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.